Event description:
My husband went into dka(diabetic ketoacidosis) after his dexcom g7 sensor failed for about 3 days. The sensor said his blood sugar was in the 110-130 range when it was actually in the 310-330 range and was not communicating with his omnipod pump properly. On (B)(6) in the morning, he began to feel anxious, heart racing and was taken by ambulance to the hospital. He vomited profusely. His chest was in excruciating pain and need doses of fentanyl every 20 minutes for about 2 hours. He was in the ICU for one day until his anion gap normalized.